Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 32mg/dl and a high blood glucose of 300 mg/dl. The customer consulted with the healthcare provider for the low blood glucose level and found she forgot to set the temp basal. The customer declined troubleshooting for the low and high blood glucoses. The insulin pump will not be returned for analysis.